Manufacturer narrative:
Device involved in this event has not been returned for investigation as it remains implanted. If the device is removed and returned an investigation will be completed and a follow up report will be submitted.

Event description:
Received information that during treatment, a fitbone nail after 4mm lengthening stopped distracting. Patient underwent a revision procedure. Nail was placed back in patient and will be replaced with a new nail. As per reporter patient is in good health conditions.

Manufacturer narrative:
Device involved in this event has not been returned for investigation,as it remains in patient. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
Received information that during treatment, a fitbone nail after 4 mm lengthening stopped distracting. Patient underwent a revision procedure. Nail was placed back in patient and will be replaced with a new nail. As per reporter patient is in good health conditions. Distributor ref: (B)(4).